Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 600mg/dl with moderate ketones. Reportedly, the customer administered a manual injection to address bg level, and changed the pump supplies to address the alarms.